Event description:
The distributor reported that the pump dispensed insulin from the cartridge during the load step. The infusion set was not connected to the patient's body at the time of the event.

Manufacturer narrative:
The device was not returned to animas for evaluation. If the device is returned, an evaluation will be conducted and a supplemental report will be filed. No conclusions can be made at this time.